Manufacturer narrative:
D2b: pro code (product code): dqy.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein. A 6.0mm x 100mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during the first inflation at 34 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.